Event description:
During an attempted implant, the device was unable to detect and measure r waves. In addition, a lead impedance greater than 2000 ohm was measured. It was reported that when the implanting physician looked down the barrel of the set screw, it was secured. However, the set screw would not come out as it should. The decision was made to implant another device.